Event description:
It was reported the rv lead was explanted and replaced due to oversensing. The atrial lead was explanted, returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); partial lead returned in segments and analyzed. Defib conductor fractured. Full lead in segments returned and analyzed. It was reported the rv lead was explanted and replaced due to oversensing. The atrial lead was explanted, returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event oversensing.